Event description:
I received a report that a bag of zosyn ran over <35 mins instead of the intended / programmed 4 hours. (The nurse noticed at 35 mins that the bag / tubing were empty). All pump info showed that the nurse programmed the pump correctly. She did a thorough job, documenting all the steps she took when she discovered the bag and tubing were empty including checking for cracks in tubing, checking the floor for fluid, and checking on pt. She removed the pump from service and sent to our clinical engineers for pump review. It was found that the pump channel was cracked and was allowing (what appears to be) free flow of fluid through the tubing because the door wasn't actually closing on the tubing the way that it's supposed to. It's possible the channel was dropped at some point. I took a look at the pump and I was surprised how difficult those cracks were to notice, it doesn't surprise me that nobody noticed this. (B)(6).